Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of one 0.3ml bd insulin syringe from lot# 0300014 were provided. The customer reported that the needle was separated from the barrel and stayed with the orange shield. The provided photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch # 0300014 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe and remained in the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about hub separation. According to the customer's report, the needle was separated from the barrel and stayed with the orange shield."